Event description:
During a review of the FDA maude database, report number 2649622-2012-00149 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from (B)(4) on (B)(6) 2012. The report summary states: "this event occurred outside the us." "It was reported that the patient is deceased. Additional information reported that a patient alert was triggered and that during device interrogation, which noted oversensing and pacing impedance greater than 3000 ohms, the patient received five inappropriate shocks. Prior to lead extraction, the physician noted visible damage in the lead near the anchoring sleeve. During the extraction procedure via laser, the innominate artery was damaged and the patient went into cardiac arrest. The patient was placed on an extracorporeal pump while an emergency surgery repair was performed. The patient died the following day and the cause of death was idiopathic ventricular fibrillation."